Event description:
The pt experienced itching on various dates throughout a year of treatment requiring the administration of IV benadryl. The pt's dialyzer was changed to a non-fresenius product, and the pt's reaction subsided. The pt is reported to be doing well.

Manufacturer narrative:
Medical records were provided for the initial allergic reaction report. However specific treatment sheets for the year treatment where not provided. A plant investigation is still on-going and a supplemental report will be submitted at the conclusion. Reference MDR #s 1713747-2013-00303, 1713747-2013-00364 - 1713747-2013-00401.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. All lots passed pyrogen testing and sterilization dosage was within parameters. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process.